Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported with a description of intraocular lens leg being broke off during the loading process or implant stuck in cartridge. The issues with the lens was noted on 7 different procedures in the year 2024. Additional information has been requested.